Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and ¿ventilator inoperative¿ errors were identified indicating that the central processing unit (cpu) could not communicate with the flow sensor using i2c bus and with the pressure sensor using spi bus. The printed circuit assembly (pca) required replacement to address these issues. No additional actionable errors were identified. An error related to an inability to write to the event log was also observed. No evidence of foam particles or foam degradation was identified during the evaluation. Additionally, contamination from dust and dirt was observed inside the device. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.